Event description:
A baxter system 1000 hemodialysis instrument was removing too much fluid from a pt during a hemodialysis treatment and water was leaking from the bottom of the instrument. A baxter service representative inspected the instrument and found the ultrafiltration flowmeter was removing approx 50 ml per hour more than expected. The ultrafiltration flowmeter was calibrated to resolve the issue. He found no leak present. There was no pt injury or medical intervention associated with the event.